Event description:
His device read 286mg/dl and the dr's device read 97mg/dl within mins. No treatment was received. No adverse event reported. Customer stated that he took extra insulin based on results of 150mg/dl, 188mg/dl, and 220mg/dl. He states the next morning he had hypoglycemic symptoms although the device was testing higher blood glucose values. No qc were used. Requested return of suspect device and replacement was sent.